Event description:
Health professional reported replacement surgery due to an alleged leak found in the band tubing. The event was first noticed when the patient would have less fluid than previously added. The surgeon noted that during the replacement surgery, it was found that the "tubing attached" to the band was "brittle and cracking," while the "tubing attached to the port was not, and it "appeared that the failure of this band might be related to an atypical material failure." The surgeon also noted the tubing material looked like it was broken cross-wise, like it was shredded and it felt rough. When the surgeon bent the tubing, it easily snapped.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Voluntary medwatch report #(B)(4) was provided by the user facility. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."